Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they had to have their implantable neurostimulator (ins) replaced on (B)(6) 2016 because it "failed," and their doctor said something about moisture getting in it. The consumer also reported seeing the call your doctor message on the patient programmer (pp), but didn't know if it was an elective replacement indicator (eri) or end of service (eos) message. Following replacement the consumer recovered completely, and was happy with their current therapy. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.